Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, while suturing the biliary tract, the needle broke and fell into the patient's cavity. An x-ray scan was used to locate the needle. The surgery and anesthesia time were extended for more than 30 minutes.